Event description:
The customer reported cleaner leak from the right side of the lh 500 hematology analyzer. The customer was unable to determine the source of the leak and indicated that the leak was not contained within the instrument. The customer stated that the instrument generated low ambient temperature errors at the time of the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from worn normally closed (n/c) tubing at pinch valve pv37. The fse proceeded to replace the tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to worn tubing at pinch valve pv37; the fse did not observe any ambient temperature errors while evaluating the instrument on site. (B)(4).